Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 400-500 mg/dl and a correction via an insulin injection was used to address the bg level. Reportedly, the customer was using apidra insulin in the cartridge. The customer indicated that the supplies on the pump would be changed and novolog insulin was to be used.